Event description:
It was reported that the flow rate on the pump was too slow. The pump and spinal catheter were removed and replaced with no pt complications.

Manufacturer narrative:
The sample was returned to arrow. Examination and testing failed to reproduce the reported difficulty. It is suspected that there may have been a kink in the catheter or that there may have been a kink in the catheter or that there was an occlusion that the pump could not overcome.